Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported hazard alarm. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The physician called on behalf of the patient who was in the emergency room (ER) due to an issue with the omnipod. The physician was calling to request the login ID and password because the patient was still in the ER receiving treatment. As per the physician, the patient¿s blood glucose level was high because the pod stopped performing, and they were admitted to ER. The physician mentioned that the patient received a memory corruption error. No further details were provided related to the patient¿s condition or medical treatment. The physician ended the call once they received the login ID and password as they were in a hurry as they were treating the patient. Additional follow up is being conducted to obtain further information related to the event.